Event description:
It was reported that the customer was hospitalized with high bgs. The customer had contacted co earlier because the pump was alarming no delivery. However, co was unable to troubleshoot the unit because the customer began throwing up. The customer's family member callback later to troubleshoot the pump and family member discovered the tubing was creased and cracked. Explain how this triggered the alarm.